Manufacturer narrative:
Investigation on-site by our field service engineer revealed that the fluid from the defective dialysis machine corroded several printed circuit boards in the ventilator. The affected parts were replaced and the software was reloaded. In addition, the ventilator went back to service after successful function test and the safety check. The cause of the corrosion was the fluid. Therefore, further investigation of the replaced parts has not been done. Liquid on printed circuit boards may cause short-circuiting of components, which leads to failures during pre-use checks, various technical alarms and stop of ventilation.

Event description:
It was reported that a running dialysis machine malfunctioned and it sprayed the liquid onto the ventilator which was in the room. The ventilator was not connected to the patient at the time of the event. (B)(4).